Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID pnma01411a004, product type: recharger. Product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported that where you plug in the connector pin, it would not go up or down and there were issues with the flat round piece, the antenna, not staying in the belt. The belt was not broken; however, the clips were becoming loose. The patient also reported that the charger was broke. Additional information received from the patient reported the implantable neurostimulator (ins) battery was running dry/dead, was not stimulating anymore, and would not charge up. The patient did not receive a new recharger belt and antenna, but did receive a new desktop charger, since the connector pin had broken off and was stuck in their recharger. Reviewed how to connect desktop charger to recharger after removing the broken connector pin, and the patient was able to turn on his recharger. The patient was meeting with the manufacturer representative and health care professional about the dead ins battery. Follow-up is being conducted to determine troubleshooting, actions/interventions, cause and resolution of the reported event. If received, a supplemental report will be submitted. Indication for use included spinal pain.